Event description:
According to the reporter, during the partial hepatectomy procedure, the surgeon tried to close the jaw to clamp the tissue, however they could not close the jaws. The physician replaced the reload, however the same event occurred. The physician replaced with another reload and the firing was completed. No harm was caused to the patient.